Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Loss of capture was also noted. The lead was ultimately not used and replaced with new lead. There were no patient consequences and patient was discharged.